Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure there was constant occlusion in the handpiece. The handpiece was flushed and then reprimed. The handpiece then had no phacoemulsification power. The system was exchanged, there was no resolution to the issue. The surgery was completed. It was noted that an incorrect line was used to flush the handpiece. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative did not mention testing the handpiece and no product was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 9, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause of the reported event cannot be established. (B)(4).